Manufacturer narrative:
The motion enclosure for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system would not progress past e-stop functionality. It was noted that the firmware would not install on the unit either. The gantry motion controller was returned to the manufacturer for analysis. The motion controller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the motion controller was not completing initialization. To resolve the reported issue, the representative replaced the gantry motion controller. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry for the imaging system would not close when prompted by the user. All other motions could be attempting. Restarting the imaging system did not resolve the reported issue. Calibrations were performed and this did not resolve the issue either.